Event description:
A healthcare facility in china reported that an mr290v vented autofeed humidification chamber provided with an rt319 bi-level/CPAP circuit was found leaking water during patient use. This was identified after 2 days of use. There was no reported patient harm.

Manufacturer narrative:
(B)(4). Corrections: section b3: date of event corrected. Section d2a:common device name updated to breathing circuit. Section d4: model and catalog # updated to rt319. Section g4: rt319 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the subject mr290v vented autofeed humidification chamber was returned to fisher & paykel (f&p) healthcare regional service centre for assessment. Our investigation is therefore based on the information and video provided, and our knowledge of the product. Results: review of the provided video of the subject mr290v vented autofeed humidification chamber confirmed that the chamber was leaking water. Additionally, a deformation was identified at the base of the chamber. Conclusion: we are unable to determine the cause of the observed leak. Every mr290v chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v chamber would have met the required specification at the time of production. The user instructions that accompany the rt319 bi-level/CPAP circuit state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Manufacturer narrative:
(B)(4). Fisher & paykel (f&p) healthcare is currently in the process of finalizing the investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in china reported that an mr290v vented autofeed humidification chamber provided with an rt319 bi-level/CPAP circuit was found leaking water during patient use. This was identified after 2 days of use. There was no reported patient harm.